Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).

Event description:
The initial reporter received a questionable pth elecsys e2g 300 result from one patient sample tested on the cobas e 801 analytical unit. The initial result was only a data flag, with no numerical result. The first repeat result was 13.4 pg/ml. The second result was only a data flag, with no numerical result. The third repeat result was 172 pg/ml. The fourth repeat result was 174 pg/ml. The fifth repeat result was 175 pg/ml. The doctor deemed the result of 13.4 pg/ml too low, prompting the rerun. The repeat result of 172 pg/ml was deemed correct.